Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. It kept on rewinding. The device alarmed a motion sensor test failure and a motor error. The customer's blood glucose level was unknown at the time of the incident. They had kept the insulin pump on while going through a magnetic resonance imaging machine. Troubleshooting was performed. The drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motion sensor test failure alarm due to motor error alarms. Drive support disk was inspected and no anomaly was noted.